Event description:
It was also reported that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure and patient was dong well postoperatively. The explanted device was not returned per physician preference.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago from date manufacturer was made aware.